Event description:
Patient presented at ER and states that she has not experienced any fever or chills. Complains of pain over the port site but no other areas of discomfort. She has been tolerating her diet without difficulty and denies any dysphagia or heartburn. Upon evaluation, the patient has obvious erosion. Postoperative diagnosis:gastric band erosion.operation:laparoscopic removal of gastric band and port.she has 2 areas of exposed device, one at the left upper abdomen around the port site and one in the midline as tubing enters the abdominal cavity.I did note a small amount of purulent fluid as well as fibrinous tissue surrounding the port consistent with a chronic indolent infection. The patient did have a dense capsule; and as this dissection proceeded, it was clear that she probably had some mild inflammation down the tubing to the buckle. The band was then unbuckled and was removed out the 15 mm port covered through the trocar to avoid further contamination. I then pieced back the entire gastric band, and it was noted to have been removed intact. On close visual inspection of the traced this further distal to the band, there was significant fibrosis around the band, but the band itself certainly appeared to have anormal thin layer of adhesions on the device.